Event description:
Patient came in in 2009 for an elective cardioversion. The issue is that initially following the external cardioversion, the physician was able to program the device. Prior to the patient's discharge, the physician was unable to get telemetry from the device. It appears that the patient will need a generator change. We will not be sure until the engineers investigate the device. The plan is to change the device in 3-4 weeks per patient compliance.